Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that her daughter has been experiencing high blood glucose for two weeks. The physician has been contacted and nothing is working. Customer is using the sensor. The blood glucose reading is 414 mg/dl. Customer is experiencing frequent urination, thirst and fatigue. Customer treated with insulin pump. The physician has raised the basal raises. During troubleshooting, there were a lot of hold suspends. Nothing further reported.